Manufacturer narrative:
Correction: a4.

Event description:
A user facility clinic manager (cm) reported at the start of the treatment the arterial and venous pressures were alarming. The lines were primed and machines passed all tests, the needle placement was good, lines were not kinked, alarms were cleared and started to alarm again after observation of the circuit. The writer noticed blood was unable to push through the lines/tubing. Staff tried to flush with saline and the saline was unable to move through the line as well. The dialyzer was noted to have white streaks and separation of the fibers. Upon follow-up, the registered nurse (rn) confirmed the reported event and stated immediately after initiation of hemodialysis (hd) treatment the 2008t machine alarmed with a high venous pressure alarm and staff noticed blood was unable to push through the lines or tubing. Upon further examination, it was determined the blockage was from the dialyzer, and the dialyzer did not seem to allow for blood to properly pass through and was noted to have white streaks and separation of the fibers. The rn stated the dialyzer was able to be primed without issue and the cause of the blockage was unknown. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The patient's blood was only able to be partially returned due to the blockage and the estimated blood loss was 100ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was discarded and was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility clinic manager (cm) reported at the start of the treatment the arterial and venous pressures were alarming. The lines were primed and machines passed all tests, the needle placement was good, lines were not kinked, alarms were cleared and started to alarm again after observation of the circuit. The writer noticed blood was unable to push through the lines/tubing. Staff tried to flush with saline and the saline was unable to move through the line as well. The dialyzer was noted to have white streaks and separation of the fibers. Upon follow-up, the registered nurse (rn) confirmed the reported event and stated immediately after initiation of hemodialysis (hd) treatment the 2008t machine alarmed with a high venous pressure alarm and staff noticed blood was unable to push through the lines or tubing. Upon further examination, it was determined the blockage was from the dialyzer, and the dialyzer did not seem to allow for blood to properly pass through and was noted to have white streaks and separation of the fibers. The rn stated the dialyzer was able to be primed without issue and the cause of the blockage was unknown. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The patient's blood was only able to be partially returned due to the blockage and the estimated blood loss was 100ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was discarded and was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported at the start of the treatment the arterial and venous pressures were alarming. The lines were primed and machines passed all tests, the needle placement was good, lines were not kinked, alarms were cleared and started to alarm again after observation of the circuit. The writer noticed blood was unable to push through the lines/tubing. Staff tried to flush with saline and the saline was unable to move through the line as well. The dialyzer was noted to have white streaks and separation of the fibers. Upon follow-up, the registered nurse (rn) confirmed the reported event and stated immediately after initiation of hemodialysis (hd) treatment the 2008t machine alarmed with a high venous pressure alarm and staff noticed blood was unable to push through the lines or tubing. Upon further examination, it was determined the blockage was from the dialyzer, and the dialyzer did not seem to allow for blood to properly pass through and was noted to have white streaks and separation of the fibers. The rn stated the dialyzer was able to be primed without issue and the cause of the blockage was unknown. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The patient's blood was only able to be partially returned due to the blockage and the estimated blood loss was 100ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was discarded and was no longer available to be returned for manufacturer evaluation.